Event description:
The provider states the chair is studdering and attempting to spin to the right. The provider states he went out to assess the chair and discovered the motor was very hot to the touch.